Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(6) had a "flow block" error message during patient side occlusion test on lvp8100. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: see case notes. Case resolution: I instructed (B)(6) to connect pcu to alaris system maintenance software manually. She did so and the issue was corrected. I also sent (B)(6) service bulletin 543.